Manufacturer narrative:
G4: 28dec2020. B4: 11jan2021. The manufacturer's representative visited the site and confirmed the reported problem. The touchscreen was replaced, and the issue was resolved. The touchscreen assembly was returned for evaluation. It was determined that resistance measurements fail. The root cause is the failure of touchscreen assembly to meet specifications. Customer complaint verified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21sep2020.

Event description:
The customer contacted technical support (ts) stating that the device¿s menu tab did not react when performing pre-use check and the unit kept operating. The device was not being used on a patient at the time of the event. There was no patient or user harm reported. The manufacturer's representative visited the site and replaced the unit with another of the identical type.